Event description:
It was reported that the physician placed the art line catheter not knowing that the catheter was split open (like it had been bent); located where the catheter meets the hub. While placing it into the patient, a lot of blood was leaking around the insertion site. As a result, the catheter was removed and was replaced successfully with a new ask-04510-ha. Then they flushed the catheter with saline to see what was causing the unusual leak and noted it was split. There were no patient complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.